Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. Customer declined to perform troubleshooting with tandem technical support. Customer had elevated blood glucose level (253 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.